Event description:
It was reported that "staples were found jamming during use on the patient." The patient's status is reported as "fine". 2 devices reported. Associated mdrs: 3003898360-2025-00553.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient." . The patient's status is reported as "fine". 2 devices reported. Associated mdrs: 3003898360-2025-00552 and 3003898360-2025-00553.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly. The stapler was returned with a partially formed staple at the front of the device. Upon functional testing, the first partially formed staple fully formed and released without reopening. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining 36 staples were successfully inserted into a simulated skin pad with proper forming and release. The device was disassembled and die casting anomalies on the forming tool were also discovered. The stapler was returned with 37 staples in the cover block. Per DHR the product visistat 35w 6/box lot # 73l2400907 was manufactured on 11/28/2024 with a total of (B)(4) pieces. Lot was released on 12/05/2024. DHR investigation did not show issues related to complaint. A non-conformance was opened by the manufacturing site to evaluate the issue of wide visistat staplers failing to function properly due to staple misalignment. The probable root cause was identified as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Actions to address this issue of the cover block bottom positioned incorrectly were established as part of a non-conformance, which was closed on 12- dec-2024. The sample was manufactured prior to these actions on 28-nov-2024. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.